Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The broken probe tip was not returned. The probe was broken at 13 mm from the distal end. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4) during the operation, a load was applied to the probe and it broke. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus¿s local distributor, but not returned to olympus medical systems corp.(omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a partial esophagectomy, the subject device was used. At the beginning of the procedure, there was a breakage of a branch. The broken probe did not fall inside the patient. The broken piece was recovered. The intended procedure was continued with another device. The procedure delayed 5 minutes to replace the device. There was no patient injury reported.